Event description:
Patient on puritan bennett 840 ventilator post operatively. Ventilator functioning properly. At approx 1345 ventilator stopped functioning, alarm message "system failure". Patient removed from ventilator and bagged by rn and respiratory notified. Patient placed on replacement ventilator.